Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 80 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The only underlying medical history shared was the calcification of the vasculature. The cp was supporting when on the day after insertion there was limb ischemia observed. The right foot and leg had pallor/color change and this prompted the team to consult with vascular. The vascular team made decision to leave the pump inserted and elevate the leg. The explant was ruled out as the patient was noted to be pump dependent. To date, the pump remains on without any intervention performed. The known calcification can contribute to the ischemia in the impella accessed limb, the peripheral arterial disease was pre-existing.

Manufacturer narrative:
B2, b5, d6b, h1, h6 updated based on the additional information regarding the patient outcome of death.

Event description:
The support continued for a total of 5 days despite the ischemia. The decision was then made to withdraw care and the patient expired. There is no allegation that the underlying peripheral disease and limb ischemia contributed to the patient outcome. The death is being conservatively reported though the death most likely is due to the underlying condition, scai stage d shock, and team/family made decision to withdraw care. An impella cp was inserted via the right femoral artery to support the 80 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The only underlying medical history shared was the calcification of the vasculature. The cp was supporting when on the day after insertion there was limb ischemia observed. The right foot and leg had pallor/color change and this prompted the team to consult with vascular. The vascular team made decision to leave the pump inserted and elevate the leg. The explant was ruled out as the patient was noted to be pump dependent. The pump remained on without any intervention performed. The known calcification can contribute to the ischemia in the impella accessed limb, the peripheral arterial disease was pre-existing.